Event description:
A user facility reported to olympus, the evis lucera elite gastrointestinal videoscope exhibited no image. It was reported that the event occurred during maintenance. Upon inspection and testing of the customer returned device, foreign material was found stuck in the mouth of the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light cover glasses chipped, light cover glasses adhesive worn, optical cover glass chipped, optical cover glass adhesive worn, bending section cover glue worn, color ring of air/water housing worn out, hole in switch 1, fluid ingress at scope connector, angulation and play not to specification, water removal not to specification, and air/water channel volume failed due to blockage evident. According to the device evaluation, blockage present in the air/water nozzle appeared to be rubber and fibrous like materials and did not originate from the olympus endoscope. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 2 years since the subject device was manufactured. Based on the results of the investigation, the following likely contributed to the foreign material clogged in the nozzle: watertight packing, silicone adhesive and/or silicone parts of the peripheral device were broken and entered the channel and clogged the nozzle; the brush broke when brushing the air/water valve, and the bristles of the brush entered the air/water channel and may be clogged in the nozzle; and the use of gauze with lint for reprocessing where the lint entered the air/water channel and clogged the nozzle. The root cause of the reported event cannot be determined. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use operation manual_ preparation and inspection ¿inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ operation manual_ inspection of the endoscopic system ¿inspection of the air-feeding function¿ ¿inspection of the objective lens cleaning function¿ reprocessing manual_ preparing the equipment for reprocessing ¿all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.¿ ¿manually cleaning the endoscope and accessories_ clean the external surfaces thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section and confirm that all debris is removed from all surfaces of the distal end.¿ ¿function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t) inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips.¿ ¿channel-opening cleaning brush (mh-507) _inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips.¿ single use combination cleaning brush (bw-412t) ¿check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles.¿ ¿caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged.¿ ¿manually cleaning the endoscope and accessories_ brush the channels the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use.¿ olympus will continue to monitor field performance for this device.